Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent. Imdrf impact code f1001 captures the reportable event of the cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to pancreas to treat a walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6), 2025. During the procedure, following deployment of the second flange, the physician removed the stent catheter, and unfortunately the stent fell into the stomach. It was reported that the stent was removed using forceps and the procedure was postponed. There were no patient complications reported as a result of this event.